Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with different device. No patient complications were reported, and the patient is in good condition.